Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that there was a lead miscommunication. The patient was in the office on (B)(6) 2021 for a device visit. Interrogation showed that only case-paired electrodes were communicating (only four pairs). The subject reported a fall in (B)(6) 2020 and that they did not feel like the device was working. They were reprogrammed to case pairs. On (B)(6) 2021, they came back for a device check. Upon interrogation, it was found the device was turned off. The patient was unaware of this. The device was turned back on and impedance showed full communication. The etiology was related to the device or therapy. The interventions taken consisted of the reprogramming on (B)(6) 2021. The event resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient in a clinical study (sdy). It was reported that the etiology indicated that the relationship of the event to the device of therapy was related and not related to the implant procedure. It was due to programming.